Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) evaluated unit and confirmed keypad annotation led does not light up. The fse replaced the keypad controller board. All functional and safety checks were performed to meet factory specifications and unit returned to customer and cleared for clinical use. The failure analysis and testing dept.(fat received pcb,keypad controller associated with this complaint with a reported unit failure of the augmentation light on the keypad not being lit. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. The keypad augmentation light was not functioning. Fat was able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection done by hospital clinical engineering, the cs300 intra-aortic balloon pump (iabp) units keypad augmentation led not lit. There was no patient involvement.